Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and erosion. Reportedly, the physician could not get the ra and rv leads out of the body as the tip of the leads were left in the subclavian area. The physician thought of snaring, but the leads looked stable. A revision was performed and the crt-p along with the lv lead were explanted. The ra and rv leads were surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Correction has been filed to add h6: patent code 3165 and h6: device code difficult to remove 1528.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and erosion. Reportedly, the physician could not get the ra and rv leads out of the body as the tip of the leads were left in the subclavian area. The physician thought of snaring, but the leads looked stable. A revision was performed and the crt-p along with the lv lead were explanted. The ra and rv leads were surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The ra lead was capped.